Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was migrated out of patient. The customer reporter it was self-extubated.